Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that on (B)(6) 2011, the patient obtained erratic blood glucose readings and experienced the symptoms of leg and feet pain and rapid heart rate. On (B)(6) 2011 at 9:00 pm, the patient's blood glucose level was 241 mg/dl, for which the patient took a bolus of 10 units insulin via the pump. At 10:00 pm, the patient's blood glucose level was 36 mg/dl. The patient administered self-treatment by consuming glucose tablets. At 11:33 pm, her blood glucose level was 220 mg/dl. The patient's mother noted, she tested negative for ketones, and reported the patient's recent diet was incorrect; the patient was experiencing a growth spurt and increased physical activity. Troubleshooting revealed all pump settings, programming, date/time setting were correct, the patient's technique was correct, all total basal/bolus doses given correctly matched those programmed, and there were no issues with the infusion set or infusion site. There was no evidence the pump was not accurately and correctly delivering insulin. The patient's diet was incorrect prior to the elevated blood glucose readings. However, as the patient experienced blood glucose levels and symptoms suggesting severe hypoglycemia and she received treatment with glucose while using the pump, this complaint is being reported.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump black box data from the time of the event was not available due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the display screen was found to be faded and discolored. The display screen as replaced with a test screen and the display returned to normal.